Event description:
In 2008, the pt reported that she experienced an occlusion (e4) error while attempting to bolus 7 units of insulin. Her infusion site had been in use for approx 5 hrs and her infusion tubing had been in use for 2 days. To troubleshoot the pt was instructed to disconnect from her infusion site and she was able to perform a prime without error. She then reconnected to the infusion site and was able to bolus without error. She stated that 20 mins prior to the report her blood glucose was elevated to 377 mg/dl. Her reading at the time of the report was 278 mg/dl. She stated she felt tired and had a dry throat. Her normal blood glucose range is 80-120 mg/dl. Upon follow eleven days later, the pt stated that she changed the infusion site and adapter and has had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.